Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that at an unknown time the hercules iii arm broke. No known impact or consequence to patient. Unknown if product was changed out. Unknown if surgery was completed successfully.